Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there had been multiple call service 088 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the black box and alarm history showed several call service 088 alarms. No call service 088 alarms or any alarms occurred during the investigation. Investigation was unable to duplicate the call service 088 complaint. Unrelated to the initial allegation, the display contrast was dim and reddish. The battery compartment had two separate cracks at the case seal up to the bumper grip.